Event description:
According to the available information hair was found in the sterile packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint (B)(4). The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint (B)(4). This product reference is packaged by our hungarian site which was informed about this issue. On (B)(6), we received the incriminated sample. At visual examination, we can see the hair in the packaging around the catheter. Checking quality database revealed no anomaly in connection with the described defect. The hungarian investigation determine three potential root cause: - this is an accidentally issue, during the production and packaging process, the hair can be gone into the packaging. - second, supplier related issue, the raw material have arrived with already polluted by hair. - third, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. Action(s): - all involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. - continuously inform the supplier about the affected lots to improve their processes, if the received lots affected by hair contamination. A periodical review of all complaints is conducted for each product family on an annual basis. This review contributes to the continuous evaluation of risks and their acceptability. A similar case study was performed based on item number: aa6114, on the same defect "hair in packaging", from (B)(6) 2021 to (B)(6) 2025: 4 similar cases were found

Event description:
According to the available information hair was found in the sterile packaging.